Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch # mw5105894. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite extension set experienced component separation. The following information was provided by the initial reporter: filter leaked during infusion. Patient put on call light because the filter that was on the end of the primary line was leaking the monoclonal antibody infusion and blood was all over the floor and some was on the chair. Rn called pharmacy told them what happened and that the patient needs another antibody infusion. The filter that attaches to primary pump tubing for the monoclonal antibody infusion that pharmacy sent down with drug was defective/ malfunctioned. The tubing attached to one side of the filter fell apart or became dislodged. The drug went on the floor and blood came out of the patients IV onto the floor. The patient was not harmed.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. Without further information like a physical sample, the root cause remains unknown and the complaint cannot be verified. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd smartsite extension set experienced component separation. The following information was provided by the initial reporter: filter leaked during infusion. Patient put on call light because the filter that was on the end of the primary line was leaking the monoclonal antibody infusion and blood was all over the floor and some was on the chair. Rn called pharmacy told them what happened and that the patient needs another antibody infusion. The filter that attaches to primary pump tubing for the monoclonal antibody infusion that pharmacy sent down with drug was defective/ malfunctioned. The tubing attached to one side of the filter fell apart or became dislodged. The drug went on the floor and blood came out of the patients IV onto the floor. The patient was not harmed.